Event description:
It was reported that an observation on the wireless transmission showed an electrical reset. It was also reported that the episodes were invalid and there was no weekly/daily trend available. It was also reported that the implant detect was not applicable (n/a). The device was also reported to have triggered an elective replacement indicator. A flipped bit in the diagnostics episodes was suggested however, they were still not able to very why implant detect was n/a. It was subsequently reported that the implant detect issue was possibly due to the fact that weekly/daily trend data was also corrupted due to flipped bits. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. There was a ram chip - memory error.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: evaluation summary: (B)(4) the device was returned and analyzed. There was a ram chip - memory error. Evaluation summary: (B)(4) performance data was collected from the device was analyzed and revealed that there was battery depletion indicated/elective replacement indicator (eri), time of recommended replacement time (rrt) was recorded on the save to disk on (B)(6) 2012, with device rrt<=2.61 volt. The daily battery voltage trend data shows battery=2.62 to 2.61 volts between (B)(6) 2012, power on reset parameters (por), 1 - por for critical ram parity error, address=2b2f, data=10 on (B)(6) 2012.